Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2011. The data also shows evidence that the device was switching itself on automatically resulting in manual power-ups of 10 mins in duration, which stared on (B)(6) 2011 and continued sporadically up to (B)(6) 2012. The evidence indicates that during this time the pad-pak (battery) became depleted. Investigation confirmed there to be excessive current drain of the device, which can cause the early "the device switching itself on automatically" a known symptom of a damaged or faulty membrane. Although no fault was measured on the membrane it is possible that damage has been caused to the membrane and caused excessive current drain of the device, which can cause the early depletion of the pad-pak (battery). The pad-pak was not returned with the device and was not tested as part of this investigation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.